Event description:
It was reported that this right ventricular (rv) lead exhibited thigh threshold values and high out of range pacing impedance measurements, measuring at 2528 ohms. The patient reported heart rate at 40bpm. The threshold values were within the range at the implant procedure. Boston scientific representative and technical services (ts) reviewed the presenting electrogram (egm) and stated that there was no capture and patient was dependent on this pacemaker system. Subsequently rv lead was repositioned under fluoroscopy as this rv lead was found to be dislodged. The chest x-ray was done prior to repositioning of rv lead, but unable to determine from x-ray. This rv lead remains in service. No additional patient adverse effects were reported.